Event description:
It was reported that during an unknown procedure the device delivered malformed staples. A like device was used to complete the procedure. There was used to complete the procedure. There was no reported patient consequence.